Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported won't runon ac power. There was no patient involvement.

Manufacturer narrative:
This is a duplicate of report # 2031642-2018-00392.

Event description:
The customer reported device won't run on ac power. There was no patient involvement.